Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification of a sapien m3 procedure in mitral position where there was a conduction disturbance that required a permanent pacemaker. The patient experienced asystole immediately following medial commissure access. CPR was performed, epinephrine administered, and ppm (permanent pacemaker) was implanted at the time of the procedure. The patient did not have any conduction disturbance before the procedure. The patients baseline rhythm was normal sinus rhythm. No maneuvers triggered the rhythm change. Once the ppm was placed, the patient was stable for the remainder of the procedure. Implanting physician reported that the patient had gone back into normal sinus rhythm within 3-4 hours following the case.